Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt c/o cramps and was given 600 ml. Of saline. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 1.2 kg. The pt was discharged in stable condition. There was no serious injury or illness.